Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient notifier was delivered due to high impedance on the right ventricular (rv) lead. X-ray was performed and revealed no insulation damage on the rv lead. A replacement procedure is anticipated. The patient was stable with no adverse consequences.

Event description:
Additional information was received indicating that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable.